Manufacturer narrative:
The presence of event code 57,1 in the freestyle libre 2 event log indicates that the encryption index doesn¿t match. This complaint is associated with adc fa1027-2023 in which an ¿incompatible sensor¿ error message will appear on the freestyle libre 2 reader due to difference in encryption indexes between a current active sensor and a new sensor being started by the freestyle libre 2 reader. This complaint is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible sensor message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "feeling weak", loss of consciousness and was unable to self-treat, requiring third-party treatment of ¿something to drink¿ and also had their glucose levels checked by a healthcare professional. No further treatment was required. Issues involving ¿incompatible sensor¿ error message with event log 57,1, caused by a difference in encryption indexes between a current active sensor and a new sensor being started by the freestyle libre 2 reader, is associated with report of corrections and removal number 2954323-07/12/23-002-c, submitted to the FDA on 12 jul 2023. Adc field action fa1027-2023 was issued to the us commencing on 12 jul 2023. There was no report of death or permanent injury associated with this event.